Event description:
Related manufacturer reference number: 2017865-2022-04592. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise and high pacing impedance on the right ventricular (rv) and atrial lead. High defibrillation impedance and an inappropriate shock was also revealed on the rv lead. Chest x-ray revealed dislodgement due to twiddling on the rv and atrial lead. Programming changes were performed to resolve the issue. The patient condition was stable.